Manufacturer narrative:
Photo samples were received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual evaluation of the photo sample, the defect was confirmed; a broken luer tip can be observed with some damage to the luer skirt. A corrective action is not applicable at this time.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that when using these syringes in the hazardous compounding hood, the tip that would go into the hub of the needle is breaking off. They are unable to specifically locate when the issue happened. They tried to reenact the issue in the pharmacy, and it actually broke with just putting the chemo lock adapter on the syringe. Per additional information received, there was no medical intervention required.